Manufacturer narrative:
Addendum for additional information received: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 117 months, 21 days post implantation. The ppf notes that six prongs have perforated the inferior vena cava (ivc) up to 6.21 mm. The patient also reports to be suffering from stress, anxiety, abdominal pain and pinching feeling when bending downward. According to the information received in the medical records, the patient¿s pre-operative diagnosis was for deep vein thrombosis (dvt) and thrombocytopenia. The filter was deployed across the l2-l3 inter space, via the right common femoral vein. The delivery system was withdrawn and hemostasis was achieved with compression. The patient tolerated the procedure well and was brought to the post-anesthesia care unit in stable condition. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis (dvt) and thrombocytopenia. The filter was deployed across the l2-l3 inter space, via the right common femoral vein. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. Per the patient profile form (ppf), the patient report six prongs have perforated the inferior vena cava (ivc) up to 6.21 mm. The patient also reports to be suffering from stress, anxiety, abdominal pain and pinching feeling when bending downward. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter implanted in the inferior vena cava. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of the filter and the resultant symptoms. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease filter implanted in the inferior vena cava. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms.